Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven weeks ago. The anatomy was reported as tight and tortuous. It was reported that prior to the procedure the physician commented that extra ballooning and potentially stenting would be required around the aortic bifurcation due to anatomy. After the stent graft was implanted ballooning was performed; however, it was decided a stent was not necessary. Within a couple hours the graft had clotted all the way up to the renal arteries. The cause of the clotting is unknown. The patient passed away that same day. The cause of death is unknown but it is believed it to be related to renal failure. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death, occlusion, renal failure), patient's condition affected effectiveness of device (tight and tortuous anatomy). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (tight and tortuous anatomy).